Event description:
After having essure placement, within 90 days I went through menopause. All the symptoms of menopause including low libido, weight gain, mood swings, and cramping. I was (B)(6). It ruined my life.